Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by the manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-03431, 2134265-2013-03434. It was reported that during an intravascular ultrasound (ivus) procedure, pullback failure occured. While using the ilab ultrasound imaging system, the mdu stopped rotating and the physician was unable to perform automatic pullback. It was not known if manual pullback was performed. The procedure was completed without ivus. No patient complications were reported and the patient is in a stable condition.